Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. A response to a supplier notification for a similar complaint for the same lot was received and the supplier indicated that they have reviewed the retain samples located at their facility of the catheter lock and port body and their corresponding lot numbers, and that they can find no instance of defective or out of tolerance parts. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that approximately one week post port placement, the catheter allegedly detached form the chamber. It was further reported that detached catheter was allegedly migrated into pulmonary artery. Reportedly an additional intervention was performed to remove the catheter. The patient was reportedly stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2023).

Event description:
It was reported that approximately one week post port placement, the catheter allegedly detached form the chamber. It was further reported that detached catheter allegedly migrated into pulmonary artery. Reportedly an additional intervention was performed to remove the catheter. The patient is reportedly stable.